Event description:
It was reported that the 30-degree endoscope plus orientation was broken. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope plus for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have an attached endoscope adapter (aea) bearing friction issue. This defect was confirmed as binding. The endoscope was visually inspected and confirmed to have damage to the cable assembly. The distal over-molded section of cable assembly located at zone b in the middle one-third of the endoscope cable was found delaminated. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. A visual inspection confirmed. The endoscope cable integrated connector was visually inspected and found with damage. The cable integrated connector exhibited corrosion on the spring fingers. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The endoscope was evaluated and found with a camera instrument adapter defect. The camera instrument adapter was removed from the endoscope housing and evaluated and found with an attached endoscope adaptor (aea) shaft bearing contributing to friction. The complaint was confirmed by failure analysis. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing. The probable root cause is attributed to component susceptibility to increased friction. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. The probable root cause is attributed to improper cleaning or sterilization techniques used in reprocessing that can result in corrosion or contamination. The probable root cause is attributed to damage during use or reprocessing, which may include improper handling of the cable.